Event description:
It was reported that a versacross access solution was selected for use during a pulmonary vein isolation to treat atrial fibrillation (a fib). An effusion as baseline was noted. While performing a pvi for atrial fibrillation as part of an af experience week. It was noted a pre-procedure effusion as baseline. However, the pre-procedure evaluation of the effusion wasn't thorough. The case was proceeded, pvi and posterior wall isolation were performed. The procedure was declared a success, catheters were pulled and a post ablation exam was performed more thoroughly. The images that were performed more thoroughly demonstrated "more of an effusion" but it was unclear as there was not a thorough baseline to compare against. The physician stated it may have been during transeptal puncture with the boston scientific versacross and not related to ablation. The patient ended up needing a pericardiocentesis on (B)(6) 2023. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.